Event description:
It was reported that there was a yellow wrench alarm. Log files were not available. The cause of the alarm was stated to likely be electrostatic discharge (esd). The system controller was exchanged and the problem resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) alarming with a yellow wrench alarm was confirmed. The system controller was returned for analysis in unremarkable physical condition. The controller activated a yellow wrench alarm, confirming the reported event. The issue was traced to the voltage regulator circuit, which was not supplying voltage at the expected level, which would cause the observed alarm. Log files were downloaded from the returned controller. Several abnormal controller resets were noted throughout the data reviewed, consistent with the observed issue. When the abnormal resets occurred, the pump speed dropped to 0 for approximately 1 second, before restarting without issue. No other notable events were observed in the data reviewed. The root cause of the reported event was determined to be an issue with the controller¿s voltage regulator circuit. A manufacturing task was opened to investigate the issue of the voltage regulator circuit not functioning as intended. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 instructions for use and the heartmate 3 patient handbook was available for use at the time of the event. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Section 5 of the patient handbook and section 7 of the IFU ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including controller fault and yellow wrench alarms. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.